Manufacturer narrative:
The time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) between 300 and 400 mg/dl with moderate ketones, extreme thirst and excess urination associated with an alleged time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 24 hours. The patient reported having a cold which may have contributed to the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset, with use error as a contributing factor.

Manufacturer narrative:
Correction to: describe event or problem:

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) between 300 and 400 mg/dl with moderate ketones, extreme thirst and excess urination associated with an alleged time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 24 hours. The patient reported having a cold which may have contributed to the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset, with use error as a contributing factor.